Event description:
It was reported to boston scientific corporation that a sensor urological guidewire was used in a ureteroscopy procedure performed on (B)(6), 2011 (patient ID, age, gender, and weight are unknown). According to the complainant, the distal tip of the wire detached inside the patient's kidney. The physician successfully retrieved the detached portion with a retrieval basket. A laser fiber was also used on the patient; it cannot be confirmed if the laser came in contact with the guidewire. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be "fine."

Manufacturer narrative:
The lot number is not known per the complainant; therefore, the device manufacture and expiration dates cannot be determined. (B)(4) - the reported event of device tip detached. The device has been received, but an evaluation has not yet been performed; therefore, a failure analysis is not available. If there is any further relevant information received, a supplemental medwatch report will be filed. At this time, we are unable to determine the relationship between the device and the cause for the event.

Manufacturer narrative:
Upn and lot number were provided.

Manufacturer narrative:
The investigation found the distal tip section fractured. Additionally, several sections of the coating showed evidence of peeling. The analytical lab report found the failure exhibited zones of compression and tension typical of bending action, and the failure site presents a melted zone. The fracture occurred due to bending overload in a melted zone. The bending overload could be related to the manner in which the guidewire is handled during the procedure, and the melted zone found could be related to the contact between the guidewire and laser fiber. Therefore, the most probable root cause for this complaint is operational context.

Event description:
It was reported to boston scientific corporation that a sensor urological guidewire was used in a ureteroscopy procedure performed on (B)(6) 2011 (patient ID, age, gender, and weight are unknown). According to the complainant, the distal tip of the wire detached inside the patient's kidney. The physician successfully retrieved the detached portion with a retrieval basket. A laser fiber was also used on the patient; it cannot be confirmed if the laser came in contact with the guidewire. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be "fine".

Event description:
It was reported to boston scientific corporation that a sensor urological guidewire was used in a ureteroscopy procedure performed on march 10, 2011 (patient ID, age, gender, and weight are unknown). According to the complainant, the distal tip of the wire detached inside the patient's kidney. The physician successfully retrieved the detached portion with a retrieval basket. A laser fiber was also used on the patient; it cannot be confirmed if the laser came in contact with the guidewire. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be 'fine.'